Event description:
It was reported that during the implant procedure, the helix could not be extended. The lead was not implanted and a new lead was placed with no further issues. Patient condition was good.

Manufacturer narrative:
The reported field event of an inability to extend the helixd was caused by a folded ptfe tubing that occurred during manufacturing.